Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels in the mornings (325 mg/dl) the customer took boluses to stabilize bg level. The customer declined to troubleshoot with tandem technical support and stated elevated bg's were due to pump profile settings requiring adjustments. At the time of the call the customer was in the process of changing supplies.